Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed an unresponsive up arrow keypad button; all other keypad buttons responded appropriately. The keypad cover was found to be fully intact with no damage or peeling observed. The keypad cover was removed and contamination was found under all key contacts. Furthermore, investigation revealed visible moisture in the battery compartment. A leak test was performed and a battery compartment crack was found. The pump case was removed and no further evidence of moisture ingress was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.